Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced a site issue with one infusion set. The issue was insulin leaking from the site. The infusion set had been in use for more than 3 hours. The patient's blood glucose at the time of the issue was noticed was 200 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.